Event description:
It was reported the peel-away sheath was broken into 4 pieces down the middle and in half. No pieces were retained in the patient. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos for evaluation. Visual analysis of the photos revealed that the peel-away catheter had separated down the extrusion. A device history record review was performed, and a potentially relevant finding was identified. Corrective action was initiated for the peel-away extrusion batch 34c21c0329 to address the issue of a peel-away sheath tearing incorrectly. Despite this, it cannot be confirmed if this is the same failure mode involved with this complaint as the sample was not returned for analysis. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The report of a damaged peel-away sheath was confirmed through complaint analysis of the customer supplied photos. The images show that the peel away sheath had separated along the extrusion; however , the actual complaint sample was not returned for evaluation. The probable cause of the damaged sheath could not be officially confirmed based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the peel-away sheath was broken into 4 pieces down the middle and in half. No pieces were retained in the patient. No medical intervention required. The patient's condition is reported as fine.